Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial beats were falling in the blanking period with suspected safety pacing. Multiple therapy attempts were delivered and it was unable to be determined if the patient was in supra ventricular tachycardia (svt) or ventricular tachycardia (vt). The ICD remains in use. No further patient complications have been reported as a result of this event.